Event description:
The rptr states that she obtained a 375 mg/dl and 170 mg/dl blood glucose comparison on the accu-chek compact meter. The results were obtained within a 10 min timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.